Manufacturer narrative:
The permanent cautery spatula instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch down cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Failure analysis investigation also found ceramic sleeve to be broken. A piece of the ceramic sleeve that surrounds the cautery spatula broke and the broken piece was not returned with the instrument. No other damage was found. It was concluded that the damage to the ceramic sleeve may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on the permanent cautery spatula instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.